Event description:
I had essure placed several years ago. From that point on... Severe menstrual cramping, pain in left abdomen, aching pain in lower back, bloating (as if pregnant), heavy periods with clots, yeast infections, chronic fatigue and chronic bacterial infections, I have been on diflucan and I believe it is called metronidazole (both oral and intravaginal) on and off. The bacterial medications usually help the back and left abdominal pain, but it never goes away completely. At this point, I am not responding to medications. I just finished a two week long oral dosing. I went to the doctor today and my bacterial infection is still off the charts. I am about to start intravaginal. I never had these problems before the essure was placed. Everybody wants to say it's not the essure (but come on) a little common sense! No problems before. Then after all of this.